Event description:
A user facility biomedical technician (bmt) reported a hemodialysis (hd) machine rotor damaged the blood line, causing blood loss. The patient lost 200cc of blood. No patient injury was noted. Additional information was request but was not received to date.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (bmt) reported a hemodialysis (hd) machine rotor damaged the blood line, causing blood loss. The patient lost 200cc of blood. No patient injury was noted. Additional information was request but was not received to date.

Manufacturer narrative:
Plant investigation: the actual blood pump rotor was returned to the manufacturer for physical evaluation. The bloodline was not returned for investigation. Inspection of the received blood pump rotor found all four rotor guide pins sleeves to be slightly loose. The sleeves were not deformed and could not be removed from the pins. There was debris from the sleeves on the rotor¿s rear guide pins. The returned rotor was installed on a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. A loose sleeve on one of the rotor¿s rear guide pins rubbed against the rotor housing creating a ¿clicking¿ noise. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a hemodialysis (hd) machine rotor damaged the blood line, causing blood loss. The patient lost 200cc of blood. No patient injury was noted. Additional information was request but was not received to date.

Manufacturer narrative:
Correction: h6 health effect clinical code.

Event description:
A user facility biomedical technician (bmt) reported a hemodialysis (hd) machine rotor damaged the blood line, causing blood loss. The patient lost 200cc of blood. No patient injury was noted. Additional information was request but was not received to date.